Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/15/2017 with the following findings: the black box showed unexplained power on reset on (B)(6) 2017 at 10:21; deliveries resumed at 10:30. Power on reset observed after a replace battery alarm on (B)(6) 2017 at 06:13; deliveries resumed at 09:45. Corrosion was observed in the battery compartment. The battery compartment was cracked on the side at the threads & cracked above & below the bumper pad. The returned battery cap had stripped threads and was unable to maintain electrical connection. The reported ¿power¿ complaint was duplicated using the returned battery cap. A new test battery cap fit securely on the pump to maintain electrical connection. The test battery cap was used to complete a 24-hour duration test; power on reset was not duplicated. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. Leak testing failed due to a battery compartment leak. The pump cover was removed with no further evidence of internal moisture observed. There was no damage to the power circuit. Investigation duplicated the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 02/01/2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 438 mg/dl with associated symptoms of dehydration and extreme drowsiness. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the patient¿s serious injury was associated with a pump power issue involving a cracked battery compartment and moisture inside the battery compartment. The reporter confirmed the pump¿s battery cap had not been replaced for seven to twelve months; pump instructions for use advise changing the battery every three to six months. This complaint is being reported because the patient reportedly experienced a serious injury on insulin pump therapy associated with a power issue.